Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which "no mains ac (alternating current) icon displayed on the front panel". The customer has checked the external fuses and replaced the lhs 1.6 amp fuse and returned the device into use. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. This issue has been escalated to CAPA. Should additional information become available, a follow-up medwatch will be submitted.